Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy had unable to trigger ECG signal and unable to update timing alarm issue. There was patient involvement but no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields b4 g3 g6 h2 h6 type of investigation investigation findings conclusionh11 corrected field d8 h6 medical device problem code it was reported by the customer through the emergency support program esp that during use the cs300 intraaortic balloon pump iabp had a unable to update timing alarm there was patient involvement reported and no injury or harm reported esp personnel was on call to evaluate and troubleshoot the unit the personnel reported that the customer mentioned the alarm started they replaced the electrodes got a chest xray to verify position and made some changes to pressor requirements they were concerned with late inflation and they had not received training on balloon pump therapy and rarely got balloon pump patients on the unit prior to the call also included trying to use semi auto mode and pressure trigger unsuccessfully the nature of the alarm and interventions to resolve the alarm began an image of the monitor showed an ECG with some artifact and wide downward deflected t wave with a hr of 51 pressures of 5433 68 and an augmentation of 110 there was no unable to update timing alarm present the customer flushed the inner lumen in standby for 20 seconds and after restarting therapy the waveform was unchanged then it was transitioned to transducer source for comparison and the waveform and pressure were similar there was a a discussion of the fo sensor cable and what data it transmits to the pump after a close timing assessment it was determined the pump was inflating at the end of the t wave due to the unusual ECG waveform the customer replaced the electrodes again using a small amount of doppler gel to enhance conductivity and enhance the signal semite auto mode was used to look through each lead view to improve ECG waveform all the leads looked the same and was not improved after replacing the electrodes then the customer was told to transition to pressure trigger to see if it adjusted the timing which was successful in that trigger the inflation happened at the dicrotic notch not at the end of the t wave precautions of using semi auto mode was discussed and personnel encouraged calling back with any needs